Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, telemetry anomalies were observed. Prior to replacement, the device was successfully interrogated and longevity showed >46 months remaining.